Event description:
The event involved a kit composed of 3 gang stopcock w/4 microclave® clear, pole mount, 150 cm ext line w/2 rotating luers (male/male) where the customer reported that there was a leak on the valve ramp at the level of the clave during the infusion passage. The leak was located on a central line 3 lines and leads to the change of the entire system since it is a closed system. The customer stated, "work overload, non-receipt of treatments then the liquid leak." The customer stated that there was delay in therapy and an adverse event, however, specific information was not provided. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation; a device history review will be conducted.

Manufacturer narrative:
One used set was returned for evaluation. As received, no physical damage or anomalies were noted. The sample was tested as procedure, and leaks from between microclave and stopcock manifold bond was noted. Complaint of leaks can be confirmed. The probable cause is due to an incomplete insertion during assembly process. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/4/2025.